Event description:
A malfunction code was displayed on the customer's device, identified as malf 12. There was no reported impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirming the customer's shipping address and providing a prepaid label for the return of the malfunctioning device. The customer was advised to use manual daily injections as a backup therapy and acknowledged understanding the process to put the pump into storage mode before returning it.